Event description:
As reported, a aaa 20mm iliac limb x 14cm and a aaa 16mm iliac limb x 14cm were occluded with thrombosis. The stent of the left side occluded in 2024. Treatment was performed via surgical thrombectomy. The left vessel exhibited mild calcification, with no tortuosity, stenosis, acute angle, or bifurcation observed. The occlusion was clinically identified due to acute-onset claudication. The occlusion involved the entire left limb of the graft and was total in nature. No patient injury occurred during the procedure. Anticoagulation therapy was initiated as a change in maintenance medication due to the occlusion. A second occlusion occurred in the right limb in the summer of 2025 and was treated by thrombolysis. No images or videos are available. The devices will not be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18037874 presented no issues during the manufacturing process that can be related to the reported event. Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a aaa 20mm iliac limb x 14cm and a aaa 16mm iliac limb x 14cm were occluded with thrombosis. The stent of the left side occluded in 2024. Treatment was performed via surgical thrombectomy. The left vessel exhibited mild calcification, with no tortuosity, stenosis, acute angle, or bifurcation observed. The occlusion was clinically identified due to acute-onset claudication. The occlusion involved the entire left limb of the graft and was total in nature. No patient injury occurred during the procedure. Anticoagulation therapy was initiated as a change in maintenance medication due to the occlusion. A second occlusion occurred in the right limb in the summer of 2025 and was treated by thrombolysis. No images or videos are available. The devices will not be returned for analysis. 2025-18611-1 a product history record (phr) review of lot 18037874 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular stent thrombosis¿ cannot be verified as the device is implanted, nor were procedural images provided. Therefore, the exact cause cannot be determined. Risks associated with endovascular abdominal aortic aneurysm procedures, include vascular stent thrombosis and are listed in the IFU as such. Additionally, we do not know what the anticoagulant/antiplatelet status of the patient was at the time of the event as this information was not provided. Limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. According to the warnings and precautions in the instructions for use, ¿patient selection: irregular calcification and/or plaque may compromise the fixation and sealing of the implant, especially at the cranial and caudal sealing zones. Inadequate seal zone length may result in increased risk of leakage into the aneurysm or migration of the prosthesis. All patients should be advised that endovascular treatment of infra-renal abdominal aortic aneurysms requires lifelong, regular follow-up to assess their health and the performance of the implanted endovascular prosthesis. When selecting a bifurcate prosthesis, attention should be given to the abdominal treatment length from the lowest renal artery to the aortic bifurcation. If this length is less than the length of the contralateral length of the aortic bifurcate prosthesis (8.6 cm) then it could result in increased difficulty with cannulating the contralateral gate. Potential adverse events and potential device risks include, but are not limited to: amputation, anesthesia complications, aneurysmal enlargement, aneurysm sac rupture, aortic damage (perforation, dissection, bleeding, rupture), arterial or venous thrombosis, bleeding, hematoma or coagulopathy, bowel complications (e.g., ileus, transient ischemia, infarction, necrosis), cardiac arrhythmia, cardiac complications, cardiac failure or infarction, claudication, contrast toxicity, death, edema, embolism, endoleak, fever, gastrointestinal complications, genitourinary complications (e.g., ischemia, erosion, fistula, incontinence, hematuria), hematoma (surgical), hepatic failure, impotence, infection, lymphatic complications, neurological complications (e.g. Cva, tia), paralysis or paraparesis, post-implant syndrome, prosthesis occlusion/stenosis, pseudoaneurysm, fistulas, pulmonary complications, radiation complications, renal failure/renal insufficiency, stenosis of native vessel, surgical conversion to open surgery, vascular access site complications, occlusion/stenosis, vascular trauma, wound complications.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.